Event description:
It was reported that the monitoring device displayed intermittent oxygen saturation readings in the high-80% to low-90% range with a flat plethysmographic waveform and uncertainty indicator. Assessment revealed that the sensor was positioned over the index finger knuckle, was poorly adhered, and detached easily, indicating loss of adhesive effectiveness. Troubleshooting included removal and reapplication of the sensor; however, the emitter and detector were not fully aligned. Signal quality showed slight improvement following repositioning. It was also observed that the monitored hand was being used to hold ice water during monitoring, which may have contributed to poor signal quality and activation of critical alarms. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.